Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the manufacturing records was completed for the incident lot and no issues were identified. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd preset¿ eclipse¿ plunger stopper was deformed. This was discovered before use. The following information was provided by the initial reporter: before use, the customer found 1ea abg plunger stopper deformed, cause to unable to pull the plunger.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd preset¿ eclipse¿ plunger stopper was deformed. This was discovered before use. The following information was provided by the initial reporter: before use, the customer found 1ea abg plunger stopper deformed, cause to unable to pull the plunger.